Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an "oxygen not available" alarm. The device was in clinical use when the issue occurred. There was neither a delay in therapy, nor medical intervention reported. No patient or user harm was reported. It was then noted that the device was being used with fio2 set to 23%, and that the device was connected to the central piping. The representative requested to have the central piping checked.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the issue was not duplicated at the service center. The se reviewed the event log and confirmed that a "check vent: oxygen device failed" alarm (1111) and an "oxygen not available" alarm (1208) were recorded. The se noted that since the oxygen was blocked out, the device would display a "check vent: oxygen device failed". "Oxygen not available" error code would also be generated. The se noted the following: "the v60 calculates how high-pressure oxygen flow it should provide in relation to the blower motor flow in order to supply the set oxygen concentration for oxygen delivery. Therefore, if a flow exceeding the v60's leak compensation capability occurs due to circuit leaks or disconnection of the patient circuit, "check vent: oxygen device failed" may occur." No parts were replaced by the se. The device was cleaned, and a run-in and functional test were performed.